Event description:
A clerk specialist reports that a surgeon had a problem with an intraocular lens (iol). Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/10/2008 and 10/29/2008 by mail. A completed questionnaire has not been received. (B)(4).